Event description:
Us complainant reported that a patient was on impella cp support due to st elevated myocardial infarction and cardiogenic shock. While on support, purge pressure low alarms occurred almost immediately after placement and despite changing purge fluid and cassette it would not resolve. Upon further inspection a small leak was noted at the junction between the red plug and the purge filter. Because of this, the pump was exchanged. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."

Manufacturer narrative:
The investigation for purge leak ¿ pump has been completed. The cause of the issue was not determined since product was not returned.